Manufacturer narrative:
The result images were reviewed via remote access. The echo software is reporting the images as negative. Reactivity of the k and e antigens was confirmed on retention capture-r ready-ID, lot id100. These reagents were used by the customer at the time of the event. The customer did not return samples for investigation testing. It is not possible to rule out the samples as a cause of the event.

Event description:
Customer reported that test wells that should have been scored as positive were being interpreted as negative on a capture-r ready ID panel tested on the echo.